Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high w blood glucose. The customer¿s blood glucose level was 430 mg/dl. Customer reported that the insulin pump had a critical pump error and open book image on the screen. Customer stated that the no other alarm displayed before the open book image on the screen. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to signs of previous moisture presence and corrosion on the back of the lcd screen and on some components located on the front side of electrical board underneath the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads; however, there is rust at the bottom of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly.